Event description:
It was reported that the fowler would drift with weight due to worn fowler clutch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.